Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a review of the manufacturing instructions, specifications, drawing, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the cuff became detached from the crystal. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures are being conducted to address this failure mode. Per the quality health risk assessment, no further action is required.

Event description:
The customer reported that, during a free tissue transfer procedure, the cook-swartz doppler probe malfunctioned postoperatively, resulting in a decrease in signal. The patient had to be returned to the operating room to determine the cause of the decrease in the venous signal. It was ultimately discovered that the doppler probe had come loose from the silastic cuff. Another implantable doppler was ultimately placed. The device was returned, and the investigation of the device was completed.